Event description:
It was reported that the asymptomatic patient presented after implant with an alert stating an upgrade was available. During the upgrade, the device reverted to back-up vvi status. An initial attempt to download the bvvi status report failed. The rf telemetry wand was unplugged, and the second status report download was successful. A device firmware download was successfully performed during the following interrogation.